Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the clip was not able to be opened inside the patient. Deployment was then attempted, but the clip failed to release from the delivery catheter. Reportedly, only a single click was heard while trying to operate the device. The device was withdrawn with the clip attached, and then the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned without the oversheath. Functionally, the clip assembly was not able to be opened; however, it was able to be deployed and two clicks were heard as per design. The condition of the returned incident device was not consistent with the complaint that the clip failed to release from the delivery catheter. The evaluation found that the clip deployed as per design with two clicks being heard. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the clip was not able to be opened inside the patient. Deployment was then attempted, but the clip failed to release from the delivery catheter. Reportedly, only a single click was heard while trying to operate the device. The device was withdrawn with the clip attached, and then the procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip failed to release from catheter. The device has been received for analysis, however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.